Manufacturer narrative:
Qc printouts provided shows one serum data point out high +3sd the day before the event for qc level 1. Qc level 2 serum showed one data point out high >+3sd the day of the event. Urine qc was within established +/- 2sd. Glucose electrode was replaced and returned to bci for further investigation. The customer refused a field service call when speaking with bci hotline. Root cause remains unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding one false high glucose (glu) result that was noticed when running in duplicate mode; 112 mg/dl vs 131 mg/dl on the unicel dxc 800 pro synchron chemistry analyzer. Sample was rerun on a blood gas analyzer and obtained a result of 104 mg/dl. When repeated again on the same dxc instrument a lower result of 109 mg/dl was reported. There was no death, injury or change to patient treatment reported in connection with this event.